Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder based on the user area code. Investigation summary: a complaint history check was performed and this is the 1st related complaint for missing label information (expiration date) on lot # 0112209. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. The reported lot number (0112209) was manufactured in 2010. The DHR is longer available from manufacturing as the manufacturing site is only required to retain the DHR information for 7 years. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that expiration date was missing off of label and discovered prior to use with a bd lancet 33 ga. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that the pharmacist called to determine the expiration date of 2 boxes of the bd lancets. Advised consumer that bd has not manufactured the bd lancets in a few years and these boxes would be expired.